Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the display had lines and the display appeared to cut out or "crash." As a result the display flex cable was replaced. It was also noted that the programmer lost power and would not power on until powered down for 30 minutes, as a result the power supply was replaced. Also, the left display hatch was broken, the left keyboard hinge was broken, and the paper guide on the printer drawer was damaged. (B)(4).

Event description:
It was reported that the programmer "crashed" and needed to be upgraded to wireless. Follow-up attempts to get more information were unsuccessful. The programmer was returned for service. No patient complications have been reported as a result of this event.